Event description:
It was reported that during preparation for a procedure with a stimulus generator unit, the touch screen did not function as expected. The procedure was cancelled, and the patient sedated or under anesthesia when the procedure was cancelled. There were no patient complications. The equipment is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during preparation for a procedure with a stimulus generator unit, the touch screen did not function as expected. The procedure was cancelled, and the patient was sedated or under anesthesia when the procedure was cancelled. There were no patient complications. The equipment is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, the equipment was tested on site. Initially, the touch screen could not be used. The interface of the touch screen was disconnected and reconnected, recalibrated and the device was restored. The functional test was normal, and it was delivered for use. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.